Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture, baker grade unknown and implant is "swollen, hard and painful" with "rippling." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles on the shell and the gel, broken shell and others, underweight and crease fold. A microscopic analysis was performed which identified: broken sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp broken on the radius assessed as unidentified (tear) opening and wrinkles were observed on the shell.

Event description:
Patient reported right side capsular contracture, baker grade unknown and implant is "swollen, hard and painful" with "rippling.". Additionally,health professional reported a rupture. Device has been explanted.

Event description:
Health professional reported a rupture. Device has been explanted.